Event description:
Procedure: hernia. According to the reporter: this patient, who was part of a clinical study, presented with recurrence of hernia on (B)(6) 2013. Patient had a re-operation on (B)(6) 2013 to repair. The reporter states there is a probable relationship to the device.

Manufacturer narrative:
(B)(4).